Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("microinsert had broken off") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("the piece was laying in endometrium"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: microinsert had broken off and this was found at the time of pap smear. The piece was laying in the endometrium. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.